Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted with worsening hemolysis in (B)(6) 2015 and was placed on the urgent transplant list. On (B)(6) 2016, the patient was admitted with a lactate dehydrogenase level of 1846 u/l and inr of 2.29. The patient was put on heparin used in conjunction with warfarin to achieve a therapeutic inr (target 2.5-3.0). The patient was also on aspirin. Pump parameters were reported to be in normal range. The left ventricle was reported to be unloading well as the aortic valve did not open. It was reported that the surgeon suspected that the patient had a non-obstructive thrombus. The patient underwent a heart transplant on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: the evaluation of the returned pump confirmed the report of suspected device thrombosis. The observed depositions throughout the pump could have contributed to the reported hemolysis. Examination of the inflow cannula revealed red tissue-like depositions adhered to the textured blood-contacting surface on the distal side of the inlet tube as well as various areas of the inflow graft and the inlet elbow. The structure of these depositions suggests that they had developed in the areas in which they were found; however, the duration of time in which they were present in the device could not be conclusively determined. The depositions in the inflow cannula did not appear large enough to have significantly obstructed flow through the device. In addition, examination of the proximal-side of the outlet stator revealed a pink tissue-like deposition situated adjacent to the bearing ball and on one of the stator blades. Although, the specific origin of the deposition could not be conclusively determined, the deposition lacked laminated layering which suggests that it did not develop in this location. The deposition showed no evidence of denaturation and was not adhered to the blood-contacting surfaces, indicating that it was not present in the pump for an extended period of time. No contact marks were observed on the outlet portion of the rotor or the outlet bearing cup to indicate that the deposition was present during pump operation. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had leiden heterozygocy.